Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. E24120) for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, tobacco user, alcohol use, surgery (cholecystectomy - (B)(6) 2018 leep conization - 2007. Lip repair ¿ 1992), allergy (: she is allergic to propranolol; shellfish containing products; sodium hypochlorite solution; and warfarin.), recurrent uti, migraine, loop electrosurgical excision procedure, abnormal uterine bleeding, pregnancy test negative, parity 3, multi gravida, obesity, dvt and pulmonary embolism (n which she is on long-term anticoagulation.). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 151 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy excision of endometriosis). The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 3. Left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.046 kg/sqm. [Hysterosalpingogram] (date unknown): history: essure in place, assess for patency procedure : the patient was placed in the lithotomy position. A sterile speculum was placed and the cervix identified and cleansed with betadine. The balloon bearing hysterography catheter was placed into the lower uterine cavity. Air was used to inflate the 3 cc balloon and the speculum was removed. Slow low-pressure distention of the uterine cavity was obtained using omnipaque contrast material. Ap images of the uterine cavity and fallopian tubes during and after filling were obtained. Findings : the uterine cavity fills normally without complication or focal defects. Bilateral essure devices are in place. There is no contrast opacification of the fallopian tubes. No contrast passes beyond the uterine cavity. Impression : bilateral essure devices with no contrast opacification beyond the uterine cavity. [Pathology test] on (B)(6) 2019: surgical pathology report: specimen: uterus and cervix. Left pelvic brim endometriosis. Left uterosacral ligament endometriosis. Left perirectal endometriosis. Retro cervical endometriosis. Right pelvic sidewall endometriosis. Anterior cul-de-sac endometriosis. Clinical history: excessive menstrual bleeding. Final pathologic diagnosis: left pelvic excision: endometriosis. Left uterosacral ligament endometriosis. - endometriosis. Left perirectal endometriosis. - endometriosis. Retro cervical endometriosis - endometriosis. Right pelvic sidewall endometriosis - endometriosis. Anterior cul-de-sac endometriosis ¿ endometriosis. Uterus and cervix hysterectomy: cervix: reactive change, negative for dysplasia. Endometrium: late secretory endometrium with early menstrual changes. Myometrium and serosa : no diagnoses abnormality. Right fallopian tube fimbria : no pathologic findings. Left fallopian tube fimbria : para tubal cyst benign. Gross description : right fallopian tube : exposed at the proximal aspect is a metallic coil device. [Ultrasound scan] (date unknown): findings: endometrial thickness 3 mm. The uterine echotexture appears increased at 1 transitional zone region. Echogenic linear devices are present at the adnexae compatible with fallopian tube occlusion structures. Follicles noted at the ovaries. Doppler flow present within the ovaries. Impression : no acute finding. Endometrial thickness unremarkable. The uterine myometrium demonstrates a somewhat echogenic appearance in the transitional zone region in particular. The finding can be associated with adenomyosis. MRI may provide additional information. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. E24120) for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, tobacco user, alcohol use, surgery (cholecystectomy - (B)(6) 2018. Leep conization - 2007 lip repair ¿ 1992), allergy (: she is allergic to propranolol; shellfish containing products; sodium hypochlorite solution; and warfarin.), recurrent uti, migraine, loop electrosurgical excision procedure, abnormal uterine bleeding, pregnancy test negative, parity 3, multi gravida, obesity, dvt and pulmonary embolism (n which she is on long-term anticoagulation.). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 151 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on 19-aug-2019. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy excision of endometriosis ). The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 3 left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.046 kg/sqm. [Hysterosalpingogram] (date unknown): history: essure in place, assess for patency procedure : the patient was placed in the lithotomy position. A sterile speculum was placed and the cervix identified and cleansed with betadine. The balloon bearing hysterography catheter was placed into the lower uterine cavity. Air was used to inflate the 3 cc balloon and the speculum was removed. Slow low-pressure distention of the uterine cavity was obtained using omnipaque contrast material. Ap images of the uterine cavity and fallopian tubes during and after filling were obtained. Findings : the uterine cavity fills normally without complication or focal defects. Bilateral essure devices are in place. There is no contrast opacification of the fallopian tubes. No contrast passes beyond the uterine cavity. Impression : bilateral essure devices with no contrast opacification beyond the uterine cavity. [Pathology test] on 19-aug-2019: surgical pathology report: specimen: uterus and cervix left pelvic brim endometriosis. Left uterosacral ligament endometriosis. Left perirectal endometriosis. Retro cervical endometriosis. Right pelvic sidewall endometriosis. Anterior cul-de-sac endometriosis. Clinical history: excessive menstrual bleeding. Final pathologic diagnosis: left pelvic excision: endometriosis. Left uterosacral ligament endometriosis. - endometriosis. Left perirectal endometriosis. - endometriosis. Retro cervical endometriosis - endometriosis. Right pelvic sidewall endometriosis - endometriosis. Anterior cul-de-sac endometriosis ¿ endometriosis. Uterus and cervix hysterectomy: cervix: reactive change, negative for dysplasia. Endometrium: late secretory endometrium with early menstrual changes. Myometrium and serosa : no diagnoses abnormality. Right fallopian tube fimbria : no pathologic findings. Left fallopian tube fimbria : para tubal cyst benign. Gross description : right fallopian tube : exposed at the proximal aspect is a metallic coil device [ultrasound scan] (date unknown): findings: endometrial thickness 3 mm. The uterine echotexture appears increased at 1 transitional. Zone region. Echogenic linear devices are present at the adnexae compatible with fallopian tube occlusion structures. Follicles noted at the ovaries. Doppler flow present within the ovaries. Impression : no acute finding. Endometrial thickness unremarkable. The uterine myometrium demonstrates a somewhat echogenic appearance in the transitional zone region in particular. The finding can be associated with adenomyosis. MRI may provide additional information. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number and expiry date added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2019, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.